Event description:
The dealer reported that the back upholstery is coming off of a standard wheelchair. This issue could cause the chair to be unstable and not maintain its weight bearing status and cause the user to fall out of the chair.